Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained using ipsilateral approach. The 90% in-stent restenosed target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery. After a guide wire cross the lesion, a 6.0mmx40mmx135cm sterling¿ balloon catheter was advanced for dilation. The balloon was inflated twice at 8 atmospheres, gradually in changing position; however, during the third inflation at 2 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.